Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tim20, with a tir20, the clips would not deliver. Another instrument was used to complete the case. There was no consequence to the pt.